Event description:
It was reported that during use of the bd vacutainer® brand pronto¿ quick release needle holder the device will detach from the holder while the needle is in the patients arm. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: we have had two incidences recently of a quick release needle holder malfunctioning while the needle is in the patients arm. This has caused the needle to become detached from the holder and still be in the patients vein.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to needle separating from holder as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. H3 other text : see section h.10.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® brand pronto¿ quick release needle holder the device will detach from the holder while the needle is in the patients arm. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: we have had two incidences recently of a quick release needle holder malfunctioning while the needle is in the patients arm. This has caused the needle to become detached from the holder and still be in the patients vein.